Event description:
While performing an open heart procedure, the pt's heart was inadvertently perforated. The pt was described as having a large size heart. The surgeon had already bypassed the "rga". He then proceeded to go on the "lad" and was trying to do the anastamosis of the right ventricle (lad) when the perforation was noticed. Suturing was required to repair the tear. No formal complaint was made by the surgeon since it's unknown what may have caused the tear. The pt's ejection fraction was 15%.